Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported reservoir compartment was chipping off causing reservoir to be held in place with a rubber band. Customer does not know how damage occurred. Customer's blood glucose was 337 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a missing reservoir tube seal, and a broken reservoir tube lip. The reservoir tube lip was completely broken off and the test reservoir did not lock into place.